Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during incoming inspection of a 7.0x40mm absolute pro stent system (consignment return product), it was noticed that the inner pouch was damaged. A hole in the pouch was noted. The device was not used. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The returned device analysis confirmed the reported hole in the pouch at the front, lower left side within a noted wrinkle. Search of the lot history record indicated no related non-conformance records for this specific lot. The complaint database was reviewed and identified no similar incidents from this lot. Per the investigation, there are indications that the pouch damage was caused by mishandling the pouch during inspection and repacking after shipment. There was no product quality issue with respect to the manufacturing processes or relabeling process. The issue will continue to be monitored.